Manufacturer narrative:
The company rep observed that the batteries were only fully charged after the reported event occurred. The previous discharge cycle of the ibap was 08/26-09/04. As a precautionary measure and for customer accommodation, the company rep replaced the sealed lead acid batteries (part number (B)(4)). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that during transport, while the iabp was in use on a patient, the iabp shutdown. The patient was switched to another iabp and therapy was continued. No patient injury was reported.